Event description:
It is reported that a customer received a sensor error on their insulin pump. The patient's blood glucose was at 56 mg/dl. The customer seemed to be incorrectly inserting the sensor causing damage to the sensor. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and performed testing. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.